Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call of issues with customer's sensor. The wife states the sensor reading was off. The customer's sensor read 130 mg/dl, but the blood glucose level was 46 mg/dl. The customer treated the lows with juice. The customer was assisted in turning sensor demo off. The sensor was functioning correctly. No further assistance provided.